Event description:
It was reported to boston scientific corporation that this record is a duplicate of MDR ID# 3005099803-2012-04092.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced pain and permanent bodily injuries. All other information is unknown and unavailable.

Manufacturer narrative:
Note: this record is a duplicate of MDR ID# 3005099803-2012-04092.